Event description:
It was reported that the patient was hospitalized following two shocks received through his ICD. Interrogation of the ICD revealed that the patient received inappropriate shocks due to oversensing that was basically noise, suggesting lead fracture. The lead impedance was greater than 2000 ohms with loss of capture at maximum output at maximum pulse width and loss of sensing as well. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received.